Manufacturer narrative:
G2: country of origin - japan h3: product analysis - product: 9560524, item:10, lotno: my21k001 no abnormalities. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility(uf) via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that the instrument was sent to s&r because it might be loose even though the bellows are tightened during the inspection. No patient was involved in this event so, no further complications were reported/anticipated.